Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (dilaudid) 6mg/ml for a total dose of 0.9006 mg/day via an implantable pump for non-malignant pain. It was reported in 2016 the flipped pump was suspected. A flipped pump was suspected due to refill difficulties and weight loss/gain. It was stated the patient was ill and needs an magnetic resonance imaging (MRI). Hcp stated the pump was so loose in the pocket that the MRI facility was refusing to do the MRI because they fear the pump will be pulled into the 90 degree orientation. Hcp confirmed the pump does flip and she has had to flip the pump back in order to do refills. Hcp stated in (B)(6) 2016 the patient had a spot on the pancreas and the hcp wanted the scan. It was also noted the pump issue was not the main concern and was not going to be addressed at this time. It was stated caller would follow up with hcp. It was noted MRI labeling was sent to assist in their decision to scan. It was stated to be a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.